Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with tortuosity. The vessel diameter was 5mm and atherectomy was not used. Pre-dilatation was performed using an armada 18 balloon dilatation catheter (bdc) at nominal pressure of 8 atmospheres for 2 minutes. An introducer sheath was not used. The 5.5x100mm supera self-expanding stent system (sess) did not release the proximal end of the stent or the delivery system. The deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. No portion of the stent was deployed inside the introducer. There was no problem noted in the deployment mechanism. The system was removed under fluoroscopy and another abbott stent was used to complete the procedure. There was no adverse patient effect. Although there was reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code - failure to follow instructions. The device was returned for analysis. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Reportedly, an introducer was not used during the procedure. It should be noted that the supera peripheral stent system instructions for use states to use a 6f catheter. The deviation of the instructions for use seems to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that interaction with the torturous anatomy during advancement without using an introducer/guiding catheter resulted in the noted multiple sheath and shaft bends; thus resulting in the ratchet being unable to properly engage and release the stent from the delivery system resulting in reported activation/ deployment failure and the noted thumbslide jam. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with tortuosity. The vessel diameter was 5mm and atherectomy was not used. Pre-dilatation was performed using an armada 18 balloon dilatation catheter (bdc) at nominal pressure of 8 atmospheres for 2 minutes. An introducer sheath was not used. The 5.5x100mm supera self-expanding stent system (sess) did not release the proximal end of the stent from the delivery system. The deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. No portion of the stent was deployed inside the introducer. There was no problem noted in the deployment mechanism. The system was removed under fluoroscopy and another abbott stent was used to complete the procedure. There was no adverse patient effect. Although there was reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. Subsequent to the initially filed report, the following information was provided: there was no vessel damage during the procedure. No additional information was provided.